Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-16650. During follow-up, noise on the right ventricular (rv) and right atrial (ra) leads was observed. The rv and ra lead noise resulted in false episodes of high ventricular rate and automatic mode switch. No intervention was performed and the patient was in stable condition.